Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer removed the sensor and noticed that the sensor electrode was missing. The customer's blood glucose value was unknown. Customer stated that sensor electrode was not fractured in body. Customer stated insulin pump had cannot find sensor signal. The sensor will not be returned for analysis.